Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant procedure. The atrial lead was explanted and replaced due to an unspecified issue. The patient condition was unknown.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.